Event description:
It was reported that during a procedure to treat a lesion in the lad, the ultra balloon became separated and partially occluded the artery. The pt was sent to emergency bypass surgery, but died later that night.